Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Event description:
The physician reported pacing failure in the ventricle during an implant attempt of the subject pacemaker. Reportedly, the patient with avb 2:1 had long asystolic pauses when the associated lead was connected to the device. The pacemaker was then removed from the pocket, the lead was disconnected and reconnected again but there was still pacing failure. This lead reconnection procedure was repeated two more times with the same results. It was also reported that during each reconnection procedure the associated lead was connected to a psa and normal lead behavior with good measured parameters was evident. Another pacemaker was subsequently implanted instead.

Event description:
The physician reported pacing failure in the ventricle during an implant attempt of the subject pacemaker. Reportedly, the patient with avb 2:1 had long asystolic pauses when the associated lead was connected to the device. The pacemaker was then removed from the pocket, the lead was disconnected and reconnected again but there was still pacing failure. This lead reconnection procedure was repeated two more times with the same results. It was also reported that during each reconnection procedure the associated lead was connected to a psa and normal lead behavior with good measured parameters was evident. Another pacemaker was subsequently implanted instead.